Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site.the blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.